Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted.

Event description:
Carefusion received a report from a customer that the graduation markings on a suction catheter they received were inaccurate. The customer reported depth markings on the catheter were reversed.  Instead of the numbers increasing, the depth marking numbers are decreasing. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample received was evaluated. Visual inspection confirmed that the depth markings were inverted. This was caused by improper assembly of the connector to the tube. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Review of the current manufacturing process did not indicate any issues related to this failure, the manufacturing process was found within specification. Visual aids are used by the operative personnel for assembly of the product. Personnel failed to follow the manufacturing procedure which indicates the correct assembly of the connector to the tube. The personnel were notified about the problem and retrained on the applicable procedures to avoid this type of error in the future.